Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer blood glucose level was 49 mg/dl at the time of incident and the current blood glucose of the patient was 203 mg/dl. Customer stated the other blood glucose value was 90 mg/dl, 63 mg/dl, 96 mg/dl. Customer treated with food. Customer stated she was getting ready to drive out of town and was throwing trash out of the care and all of a sudden she saw weird which was an indication her blood glucose was low blood glucose. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer does not allege pump was over delivering. Customer was using auto mode. Troubleshooting was performed for low blood glucose. The insulin pump will not be returned for analysis.